Event description:
Customer reported system is intermittently displaying a communication failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software and calibration files. System operates as intended.